Event description:
It was reported that a cable connector for the monitor was broken. During troubleshooting, the customer tried another baton and it worked fine on the monitor. The device did not fail during use on a pt.

Manufacturer narrative:
Eval results pending analysis of the product.